Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 430 mg/dl. The customer also noted that the insulin pump alarmed bad sensor, calibration error, and change sensor. He treated the high blood glucose using the insulin pump. Advised the customer to change the sensor. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.